Manufacturer narrative:
This issue was originally opened as complaint (B)(4) in (B)(6) 2015. During device investigation and service, the service technician at the regional service center (rsc) documented that low calibrations were successfully completed without issue. The technician did not experience the complaint of a monitoring failure alarm, but did observe this alarm in the service log and replaced the sample system parts accordingly. The service log review reveals that each time the customer received and alarm, the device was shut off immediately and then powered back up. This reboot is unnecessary in most cases as stated in the operation manual. The company has reached out to this facility and has arranged additional training for the operators of this device. The root cause for this report was contamination in the sample system.. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event and is not considered a reportable malfunction, however, it is being submitted in response to user/facility medwatch # (B)(4).

Event description:
Company received a user/facility medwatch # (B)(4) stating: patient with potential to be placed on nitric oxide. Respiratory therapists retrieved the last ino machine and attempted to calibrate the machine. After turning on the machine it was determined that the device was not functioning. This was originally reported to the company in (B)(6) 2015 as complaint (B)(4) to report an issue of monitoring failure with no patient impact reported. This is being filed in response to user/facility medwatch # (B)(4). This case has been assessed as not reportable.